Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels. Blood glucose levels not provided. Reportedly, the cause was unknown, however the customer does not believe it is related to the pump or its supplies. Although requested by tandem technical support, the customer declined troubleshooting or to provide additional information regarding the issue.